Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery or evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (s/n: (B)(4) indicated that it was fully charged; however, when the battery was inserted into two autopulse platforms, both platforms displayed that the battery was "low". No further information was provided. There is no report of a patient consequence as a result of the reported event.